Event description:
It was reported that there was white, floating particulate matter inside of a small volume intermate. The device was filled with an unspecified amount of ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. Visual inspection revealed white particulate matter, floating in the bladder. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.